Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl, cause was unknown. Customer consumed liquid glucose and orange juice to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 6 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 8:32:17 pm to 9:02:17 pm on 4/22/2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 8:27:17 pm on 4/22/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 12:57:17 am to 02:57:16 am on 4/23/2020. A cgm alert 1 (cgm low alert) for reading of 52 was enunciated at 12:57:17 am on 4/23/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 06:22:16 am to 06:57:16 am on 4/23/2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 06:17:16 am on 4/23/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 50 to 53 mg/dl were recorded at 5:02:17 pm to 5:17:16 pm on 4/23/2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 5:02:17 pm on 4/23/2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 03:52:15 am to 04:42:15 am on 4/24/2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 03:52:15 am on 4/24/2020. The user made the following bolus request(s) without entering blood glucose: time: 10:36:43 pm date: 4/23/2020 iob: 0.00 bg: 0 mg/dl requesting a bolus with entering blood glucose may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 07:32:15 am to 10:57:15 am on 4/24/2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 07:27:15 am on 4/24/2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.